Event description:
The reporter stated that she did a meter to hcp meter comparison. The test was done in a fasting state minutes apart. Her meter read 19mg/dl the doctor's meter(type unk) read 95mg/dl. The reporter was calling from the doctor's office and did a second test on her meter. Her result was 61mg/dl which is where she said her bg should be for a fasting test. Not having any control solution with her no control testing was done. She did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8